Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that during the surgery the new ipg was relocated due to the size of the device.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had difficulty charging the ipg. In turn, surgical intervention took place wherein the ipg and extension were explanted and replaced to address the issue. Unknown why the extension was replaced.